Event description:
The incorrect patient image was retrieved by the system when a thumbnail image was requested. No patient injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.